Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was exhibited high pacing threshold and a chest scan showed that rv lead was dislodged. A surgery was planned and performed, and same lead was supposed to be used however, the helix of the rv lead could not be retracted, and it was noticed that the tissues got stuck around the helix. Therefore, the lead was explanted, and a new lead was replaced. No additional adverse patient effects were reported.